Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving fentanyl, prialt, baclofen, morphine, and an unknown drug (all unknown doses and concentrations) via an implantable infusion pump for spinal pain. It was reported on (B)(6) 2016 that the patient stated they had a pump that got damaged from alarming so long that it died. The alarm was due to not having a refill because the patient was in between insurances. It was stated the patient also had a bone infection at the time.